Event description:
It was reported that the ilet touchscreen was cracked and the device could not be unlocked or used, with the screen unresponsive; the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a software problem was identified in conjunction with an unresponsive user interface consistent with a touchscreen failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.